Event description:
The customer reported clear fluid leaked from the coulter lh 750 hematology analyzer. The volume of the leak is unknown. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, lab coat and eye protection at the time of the occurrence. There was no reported exposure to mucous membranes or open wounds. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to assess the instrument. The customer was able to troubleshoot the leak with help from the customer technical specialist (cts) over the phone. The customer observed a leak in the tubing at pinch valve (vl4b). The customer replaced the tubing and the instrument ran without any leaks. The instrument was returned to normal operation. (B)(4).